Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): (B)(4) implantable pulse generator (ipg) 2012-(B)(6). (B)(4) implantable pacing lead 2012-(B)(6). (B)(4).

Event description:
It was reported that the patient had an infection that the implantable pulse generator (ipg), right atrial (ra) lead and right ventricular (rv) lead were explanted, no patient complications have been reported as a result of this event.